Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) after an alert was not cleared, which resulted in insulin not being delivered. The highest cgm value was 353 mg/dl and a meter reading was 333 mg/dl, with trace ketones noted and an infusion set in the right flank. Symptoms included hyperglycemia, dry mouth, skin irritation, and increased urination. Outcomes included a minor illness or impairment without emergency care. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.